Event description:
During routine testing at installation of unit, co svc rep noted vaporizer was leaking agent. The unit was forwarded to vaporizer svc ctr. The vaporizer was found to have slipped from the packaging insert during an impact to chamber and resulted in a collapse of the bellows assembly. Co has since switched to using single foam packaging boxes and inserts for shipping calibrated vaporizers which will provide improved protection from impact damage.